Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct of a patient on (B)(6) 2015, as part of the (B)(4) study clinical trial. Reportedly, the patient had pancreatic sludge or debris, and has a history of acute pancreatitis of any etiology. According to the complainant, on (B)(6) 2015 the patient underwent pancreatic stent placement to treat impaired pancreatic duct drainage. An intraprocedural pancreatogram was recorded and the anatomy of the pancreatic duct was categorized as normal. A biliary sphincterotomy was not performed during the stent placement procedure, but a pancreatic sphincterotomy was done without pancreatic duct dilation. Additionally, a biliary stent was placed, as well as basket sweep was performed during the study stent placement procedure. Contrast was injected into the entire length of main pancreatic duct into the tail of pancreas. The study stent, an advanix pancreatic stent, was implanted in a satisfactory manner in the pancreatic duct. On (B)(6) 2015, during a follow-up visit, the patient's izbicki pain score was taken and measured 3 on the visual analog scale. The frequency of the patient's pain attacks were daily and the patient was using tylenol. There were no serious adverse events related to the device or procedure reported, as well as any occurrence of serious or non-serious acute pancreatitis. On (B)(6) 2015, xray of the kidneys, ureter, and bladder (kub) was performed and showed that the stent was still in place and there was no evidence of biliary obstruction. On (B)(6) 2015, the patient was admitted in the emergency department (ed) due to symptoms similar to previous episodes of pancreatitis. Laboratory tests were performed and a mildly elevated lipase, ast, and alt were noted. The patient was treated with IV dilaudid and IV fluids. Although imaging showed that stent was in place, according to the complainant it "remains possible that there was migration into a side branch" and the gi physician was concerned that the event "was possibly related to transient occlusion or migration" of the advanix pancreatic stent. On (B)(6) 2015, the patient was hospitalized due to onset of acute pancreatitis. An abdomen ultrasound was taken on (B)(6) 2015 and revealed limited visualization of the pancreas with indistinct pancreatic margins suggesting pancreatitis; no gallstones or sonographic murphy's sign and no biliary dilatation. On the same day, a CT scan of the abdomen/pelvis was performed and showed the following results: pancreatic duct stent in place with no ductal dilation or residual calculus identified; minimal indistinctness of the fat surrounding the pancreatic head, with near complete resolution of the peripancreatic inflammatory changes, and; a 5cm left ovarian cyst is now seen, statistically likely a benign dominant follicle. According to the complainant, the etiology of the flare up of pancreatitis is unclear but may be related to a mechanical issue with the sludge/stent. In addition, it was noted that the recurrent pancreatitis is possibly related to the pancreatic duct stent. On (B)(6) 2015, an endoscopic retrograde cholangiopancreatography (ercp) was performed, and the stent, which was supposed to be implanted for 4 weeks, was removed earlier than scheduled. During the procedure, the stent was noted to be originating in the pancreatic duct and was emerging from the major papilla. The advanix pancreatic stent was removed using a snare. A procedural pancreatogram was recorded after stent removal and showed no evidence of side branch occlusion. The patient was hospitalized from (B)(6) 2015. The event had an outcome of recovered/resolved on (B)(6) 2015.